Event description:
The nurse reported that they heard a noise from the pt's room and found the pt sitting on the floor next to their chair with the waist restraint undone. The nurse thought the locking buckle was locked but it had not fully engaged. The nurse also stated that they had difficulty in closing the lock. The nurse stated the pt reported that they just lost their balance and denied any pain or injury. The pt stood with minimal assistance back to their chair. The nurse reported that their laundry service is performed off-site but couldn't provide the specifics of how the product was laundered. The restraint was discarded by the hospital.

Manufacturer narrative:
(B)(4). The product was discarded by the customer and there was no lot/mfg date recorded. (B)(4).